Event description:
It was reported that a malfunction occurred on the pump. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support to reset the pump, and no further issues were reported once the reset was completed. The customer was advised to continue using the pump and to reach out if the malfunction reoccurs.